Event description:
It was reported that the graftmaster stents were being used for treatment of three perforations in the mid right coronary artery. The 4.0x12 mm graftmaster was placed for first to start treatment of the perforations; however, prior to the attempt to place a 4.0x16 mm graftmaster stent the patient expired. The 4.0x16 mm graftmaster stent delivery system (sds) did not enter the patient anatomy. The cause of death was reported to be severe cardiomyopathy due to the perforations. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.